Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate therapy due to low r wave amplitudes. Programming changes were made. The patient was in stable condition.